Event description:
It was reported that the patient had a lot of pain in their lower back. The right buttock area was where the implantable neurostimulator (ins) was. The pain radiated to the right hip and down outside of the right leg to the knee. This had happened 2.5 years ago and a wire had broken. The patient¿s health care provider (hcp) replaced the lead. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v013722, implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).